Event description:
It was reported that: while the device was ventilating a pt, the user observed that the display went blank and stopped ventilating the pt. Audible alarms were noted at the time of the occurrence. The pt was manually ventilated with an alternate device until being placed on another ventilator. No pt injury reported.